Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was treated in the emergency room for a blood glucose reading of 55 mg/dl. The customer stated that he was at a benefit dinner, and gave himself too much insulin for the food he ate. The customer stated that the insulin pump did not malfunction, and he didn't feel the need to troubleshoot. Nothing further was reported.